Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 trial leads with the same lot number. It was reported the patient experienced increasing discomfort in her upper back and parasthesia in her feet when her stimulation is turned on or off. The patient also indicated she was experiencing discomfort above the implant site. The patient was reprogrammed, but was unsatisfied with the sensation. Subsequently, the scs leads were removed. Follow-up indicated the issue was resolved after the leads were removed.